Manufacturer narrative:
This report is being submitted as follow up no. 1. Device available for evaluation. The correct date for the device being returned is 11/20/2017.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that when deploying an angioseal evolution the doctor was pulling back on the product, however the evolution never "self tamped" before the doctor had a chance to hit the "suture release" button as a bailout the footplate came out of the patient. They held manual compression to close the access site. The patient is okay and the device was saved. It was reported that the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr angioseal evolution device was received for product evaluation. No accessory components were received. The returned device was then subjected to visual analysis where blood-like substance was identified. Neither the collagen nor the anchor were present at the distal end of the suture. Approximately 5" of suture was exposed from the carrier tube assembly as measured with a ruler. There was a kink in the hemostatic sheath 4.75" from the distal tip as measured with a ruler. The hemostatic sheath was appropriately mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. No portion of the compaction tube could be seen exposed from the carrier tube assembly. The button was stiff. The gap between the upper and lower handles of the evolution measured 0.051" with a sliding gauge. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the distal position. The rack was observed in the proximal position with 2.36" of the rack extending past the gearbox assembly as measured with a sliding gauge. No gross visual anomalies were noted with the gearbox assembly as it rested in the lower handle. The gearbox assembly was then removed from the lower handle and examined. There were three turns of the suture could be seen wrapped around the suture release mechanisms gear shaft. The suture was still tethered to the spool. The drive gear was properly seated. No gross visual anomalies were observed with the gearbox assembly. The gearbox assembly was then functionally tested by turning the drive gear clockwise moving the rack proximally. As the drive gear was rotated, the rack advanced. As the rack advanced through the hemostatic sheath, resistance was encountered. The carrier tube and the hemostatic sheath were removed from the gearbox assembly. It was discovered as the rack was advanced that no portion of the compaction tube was returned. No functional anomalies were noted after the carrier tube assembly was removed. The complaint could be confirmed for tamping issues due to the increased resistance experienced when advancing the rack through the kinked portion of the carrier tube assembly. The kink in the carrier tube assembly created additional resistance for the rack to overcome for the deployment of the compaction tube. Indeterminate off-axis forces have been known to cause kinks within the hemostatic sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.